Event description:
A surgeon reported seeing glistenings on an intraocular lens (iol). Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current information. There have been no other complaints reported in the lot number. Additional information was requested 04/18/2011, 04/19/2011, 04/21/2011 and 04/28/2011 by mail, fax, and phone. Additional information was received 04/21/2011 and 04/28/2011 by phone. A completed questionnaire has not been received. (B)(4).